Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for the additional lot number is as follows: medical device lot #: 5261822, medical device expiration date: 09/30/2016, device manufacture date: 09/18/2015. " bd received photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode with the incident lots were was observed. Additionally, a review of the manufacturing records was completed for the incident lots and no issues were identified.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes did not have a label. No serious injury or medical intervention reported.